Event description:
It was reported that in the central sterile department at the user facility, the coating was flaking away from the forceps. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The forceps are not a repairable device and will not be returned to the user facility.